Event description:
Pt was revised to address loosening of the asr cup. It was reported that there was no bony ingrowth on the superior portion of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.